Manufacturer narrative:
The field service engineer found the vacuum rinse mechanism was clogged. The vacuumed line was mechanistically restricted causing a backup of waste leading to buildup and blockage of cell waste removal. He removed the restriction by cleaning and flushing the nozzle and waste removal line. He ran precision testing and the customer ran calibration and qc with the expected results. The investigation is ongoing.

Event description:
There was an allegation of questionable low ca2 calcium gen.2 results from the cobas 8000 c702 module. Sample 1 initial result was 7.5 mg/dl and the repeat result was 9.4 mg/dl. Sample 2 initial result was 7.7 mg/dl and the repeat result was 9.5 mg/dl. Sample 3 initial result was 7.0 mg/dl and the repeat result was 9.1 mg/dl. The questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The reagent lot number was 579804. The expiration date was requested but was not provided.

Manufacturer narrative:
The qc data was outside of the acceptable ranges. The analyzer alarm trace contained abnormal aspiration (sample probe) errors. The investigation determined the service actions resolved the issue.